Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch record, supplier product evaluation, trending of the product malfunction code, and system risk analysis (sra). The batch record was not reviewed as the lot number of the cassette was not available. Supplier product evaluation was not performed as the cause of the reported issue is user error. Trending analysis was not performed as the lot number was not available and the issue was related to user error. The sra indicates the risk associated with improper handling of a cassette is "low." The instructions for use (IFU) of the sterrad® 100nx cassette state: "caution: wear personal protective equipment if handling a used cassette, or any of the cassette case components that may have been subject to liquid leak. This includes a cassette that has been ejected (for any reason) after insertion." The issue has been attributed to user error as the healthcare worker (hcw) handled a used cassette without utilizing proper personal protective equipment (ppe). The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
An asp clinician reviewed with the hcw the importance of wearing ppe while handling cassettes and explained that the entire collection box should be removed when full and not reused. Concomitant medical products: sterrad 100nx sterilizer, serial # (B)(4). Asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) had a skin reaction after removing a stack of sterrad® 100nx cassettes from the collection box of the sterrad® sterilizer. The symptoms included a burning sensation and white patches on the fingertips of both hands that lasted approximately two hours. The hcw was not wearing gloves. The hcw immediately washed their hands with water and went to the ER where the hands were washed again and was told to take tylenol. The hcw is reported to be fine now. This event is being reported as a malfunction report subsequent to a serious injury.